Event description:
Related manufacturer reference number: 3006705815-2023-00746. It was reported that the leads migrated in the epidural space. Targeted pain pattern is back and right leg. Right-side coverage was lost; however, the left lead still worked. Surgical intervention was undertaken on (B)(6) 2023, wherein the physician attempted to reposition the right lead, but had to explant it as it was unable to be reinserted back into epidural space. As a result, the left lead was repositioned and placed at midline to provide bilateral coverage. Therapy to targeted pain pattern captured.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.